Manufacturer narrative:
Product analysis: analysis was able to determine that the patient cable was out of specification. The cable was found to be working intermittently. Without a lot number or device serial number, the manufacturing date cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable originally returned as an associated device subsequently tested out of specification during m anufacturer¿s analysis. There was no patient involvement.